Event description:
Following the successful demonstration of the pks cutting forceps during a surgical procedure, the surgeons noted a ureteric fistula in the pt during the post op examination. The surgeon ascribes this to the thermal spread of the gyrus device, however, he also acknowledged that it was not device specific and could have happened with any energy device used in the procedure.

Manufacturer narrative:
The device has been discarded by the facility. As a result, the determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.